Event description:
User reported that needle came off when injecting himself and remained in his body requiring a visit to the ER. User reported event via internet. No additional information available.